Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined rv coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead triggered alerts for undefined pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that the patient had reported ¿occasional dizziness¿. However, it was suspected that the rv coil impedance alert was due to a laparoscopic procedure that had occurred shortly before the alert.